Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a patient experienced a venous bleed during ambulation after use of a 6-12f mynx control venous vascular closure device (vcd). Hemodynamic instability occurred, as after two-hour bedrest per protocol, the patient experienced continuous bleeding from the access site during ambulation, saturating the gown and extending down the leg. Manual pressure was applied for 20 minutes without stopping the bleeding, and a femoral compression device was used. The patient required overnight hospitalization. The procedure type was ablation with an antegrade approach, and the deployer was mynx certified. The manufacturer of a non-cordis device was terumo. A hematoma was present at the sheath site prior to mynx deployment, and multiple stick attempts were reported, with no high stick above the inferior epigastric artery and no low stick below the bifurcation. The patient adhered to post-procedure instructions. The device is not being returned for evaluation as it was discarded.